Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 05, 2025, was filed inadvertently. No extrusion or serious injury has occurred.

Event description:
Per the clinic, the patient experienced extrusion of implant. Additional information has been requested but has not been made available as of the date of this report.